Event description:
Pt was at end of CABG and in process of coming off of by pass. By pass machine began to alarm "high pressure alert" all attempts to lower pressure limits, check for clamps showed no reason for machine to sense any resistance. Then machine would not allow manual override. Machine was then "reset" (equivalent of rebooting) before it would allow manual mode to come on. Surgery was completed on manual mode, with blood returning to pt w/o further events. No harm to pt. Machine removed from service. Dates of use: (B)(6) 2011. Diagnosis or reason for use: CABG w avr.